Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was unable to establish communication with the external devices and so the scs ipg was deemed inoperable. As a result, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Additional information received that surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2017.